Event description:
The customer reported that the sys would not boot up. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hdd cable and backplate were replaced during the svc call. The sys was tested adn found to be working as intended and put back into svc.